Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic follow-up with atrial lead dislodgement which was discovered via merlin.net transmission. The lead was repositioned. The patient was stable before, during and after the procedure.